Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Take the head off it pulls a part out - oral-b [device breakage] brush head keeps moving up on the handle...loose - oral-b [device connection issue] case narrative: male consumer via phone stated that the oral-b ultimate clean toothbrush heads from two different packs kept moving up on the oral-b io series 3 toothbrush handle, but had not fallen off in his mouth. Something was loose on the metal attachment pin and when they took the oral-b toothbrush head off, it pulled a part out. No injury was reported.